Manufacturer narrative:
Continuation of medical devices: product ID 8703, lot# j94142210, implanted: (B)(6) 1994, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8703, serial/lot #: (B)(4), ubd: 14-oct-1996, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received form the healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (0.5 mg/ml, 0.1 mg/day) via an implantable pump for spinal pain, non-malignant pain, and failed back surgery syndrome. On (B)(6) 2018, during a routine pump replacement, it was discovered that the catheter "fell out of intrathecal space". The old catheter was completely explanted and replaced with an ascenda catheter. The hcp was not able to determine the cause of the issue. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report. The patient's status was alive - no injury.